Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The rse was informed that the system was stuck at 'x-ray starting', however the system startup did not progress. The rse suspected an issue with the system software. A philips field service engineer (fse) inspected the system onsite and reinstalled the system software to resolve the issue. The system was returned to use in good working order and was ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.